Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient encountered 3 infusion set cannula kinked event on (B)(6)2024 within 3 hours after insertion. The site of insertion was abdomen. The blood glucose level was found o be 412mg/dl. Patient took correction bolus via pump company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .

Manufacturer narrative:
Initial and final MDR 1979528- MDR 3003442380-2024-26428- device 3 of 3